Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7, -12.00/+1.5/102 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. Excessive vault, significant reduction of irido-corneal angles, and refractive surprise was noticed. The lens remains implanted. A lens exchange is planned.

Manufacturer narrative:
Corrected data: "adverse event" is corrected to "product problem". "Other serious" is removed from the initial MDR. Type of reportable event: it is corrected from "serious injury" to "malfunction". Claim#: (B)(4).

Manufacturer narrative:
The lens was exchanged for a shorter lens on (B)(6) 2018 and the problem was resolved. Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens . Visual inspection found no visible damage to the lens. (B)(4)